Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
¿ Hamilton medical ag received the following incident description: "the desired pressure cannot be reached". There is no patient involvement reported. ¿ the intellicuff device was replaced. Information reasonably suggests that the intellicuff device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. According to the complaint description the desired pressure cannot be reached. It is important to emphasize that the device was not in clinical use at the time of the event. The most likely root causes of the issue, where the intellicuff was unable to reach the desired pressure, include a leak in the cuff tubes or balloon, improperly connected cuff tubes, or a internal leak within the intellicuff itself. However, based on the available information, the exact root cause could not be definitively determined. The correction consisted in replacing the intellicuff device